Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was observed during flow testing as a free flow condition. The pressure plate travels were measured and found to be under-traveled. Grease was present on all cam lobes. While removing the door hook screws, the force required to turn the screws was below expectations indicating the loctite seal had been previously broken. Upon removal of the door hook, no door hook shims were present. Imprints on the door from the loctite indicates the shims were originally installed in the device, but were removed while the device was in the field. Removal of the door hook shims can greatly affect the pressure plate travel and, subsequently, the ability of the device to accurately deliver fluids. Due to the received condition of the device, it has been rendered unrepairable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy (dose, medication, rate and volume unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.